Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. When inserting the farawave catheter into faradrive steerable sheath clear, air was continuously being drawn out when venting. The guidewire was at the same height as the tip of the farawave catheter. A large amount of air bubbles were noted in the syringe. A pressure bag was used for irrigation of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.